Event description:
It was reported that following an implant procedure the patient had an exploratory procedure and developed a non-device related abdominal pain and was also suspected to have an acute colitis. The cause was unknown, and the physician was unsure if the acute colitis was related to the procedure and the implant procedure contributed to the event. The patient expected to fully recovery.